Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm an error in the motor was detected by reading unexpected value from hall sensor and the critical block and inverse critical block did not add to zero. Customer stated they were able to clear the alarm and rewind the pump. The insulin pump did not successfully complete steps in displacement verification table. No harm requiring medical intervention was reported. The customer will discontinue the use of insulin pump.

Manufacturer narrative:
Retainer ring = black. Customer complained on august 03, 2022 of multiple pump error alarm. Tested with a test p-cap and the test p-cap locked in place properly. Unable to perform displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a broken force sensor was detected during seating or regular delivery. The critical block and inverse critical block did not add to zero was noted in download history. Unit successfully downloaded to thump. No an error in the motor was detected by reading unexpected value from hall sensor alarms noted during test. No an error in the motor was detected by reading unexpected value from hall sensor in device history download. Device was cut opened and moisture damage was noted on electric boards. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, moisture damage, corroded motor home switch. Multiple pump error alarm confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.